Event description:
It was reported that the patient's post-op staples were left in too long and the patient began to scratch at them and developed an infection. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found normal device characteristics. (B)(4).